Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event investgation summary: one MRI low-profile port body was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is inconclusive for catheter separation from port, as the catheter and cathlock were not returned with the sample. The returned port was observed to have blood and fluid residue. No obvious deficiencies or defects were identified in the port body. The port body was observed to be freely patent to infusion and aspiration. No leaks were observed even under increased hydraulic pressure. The definitive root cause could not be determined based upon available information. Potential contributors to the reported event are catheter tears at stem, inadequate connection strength during routine use, mushrooming of tubing at port stem base resulting in compression damage, catheter embrittlement due to chemical degradation, catheter/catheter connection flexural fatigue during routine use, cathlock backwards, and cathlock misalignment/ disengagement. It is unknown if procedural issues contributed to the reported event. Labeling review: the cause of the event in question is unknown, and so the applicability of any particular portion of the IFU or other labeling is unknown. However, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the IFU instructs on connecting the catheter to the port. Therefore, the product labeling will be considered adequate. H10: d4 (expiry date: 05/2023) ; g4 h11: d10, g1, h3, h6 (method, results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one month post port placement, the catheter allegedly disconnected from the port body. It was further reported that the catheter migrated to the patient's right ventricle and was removed. The patient's status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Medical device - expiry date: 05/2023.

Event description:
It was reported that approximately one month post port placement, the catheter allegedly disconnected from the port body. It was further reported that the catheter migrated to the patient's right ventricle and was removed. The patient's status is unknown.